Event description:
It was reported to boston scientific corporation that during a sling placement procedure using an advantage fit transvaginal mid-urethral sling system, the physician encountered resistance during placement of the first side, and the blue dilator bunched. When the physician unbunched the dilator and reattempted to make the pass, the dilator bunched again. Reportedly, the physician completed the procedure with an unspecified competitor's device. There were no complications to the patient, who was fine at the conclusion of the procedure.